Event description:
Information received by medtronic indicated that the insulin pump had crack back side of the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged blank display and damaged battery tube. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, and minor scratches on window. Blank display due to moisture damage on the pcba 1, pcba 2, harness assembly. Damaged battery tube confirmed.